Manufacturer narrative:
Internal insulation abrasion was noted at 10.3-12.0 cm from the distal tip. The etfe coating was abraded. This is consistent with the observation from the field of insulation abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead presented with externalized conductors. The lead was explanted and replaced. The patient is recovering.

Event description:
New information received notes that the leads impedance was low.